Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (undergo a hysterectomy to have the essure device removed.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pain/ pain") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysphagia, multigravida, live birth in 2008, live birth on (B)(6) 2011, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included chronic cervicitis. Concomitant products included contraceptives nos from 2003 to 2007 for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced abdominal pain ("abdomen pain (constant)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstruation cycles/ heavy menstruations"), menstrual disorder ("menstruation bleeding"), loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"), menstruation irregular ("irregular menstruations/ menstruation bleeding"), depression ("depression"), anxiety ("anxiety") and tooth disorder ("dental problems"). The patient was treated with surgery (undergo a hysterectomy to have the essure device removed.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain and tooth disorder to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test her current weight was 128 and approximate weight at the time of essure placement was 130. In sep-2007, she had miscarriage for that she undergone dnc (interpreted as d&c; dilation and curettage). In apr-2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possiblity of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received an event "dental problem" is added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pain/ pain") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysphagia, multigravida, live birth in 2008, live birth on (B)(6) 2011, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included chronic cervicitis. Concomitant products included contraceptives nos from 2003 to 2007 for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced abdominal pain ("abdomen pain (constant)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation cycles/ heavy menstruations") and loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstruation bleeding"), menstruation irregular ("irregular menstruations/ menstruation bleeding") and weight decreased ("weight loss"). The patient was treated with surgery (undergo a hysterectomy to have the essure device removed. Transvaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety, tooth disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, tooth disorder and weight decreased to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test her current weight was 128 and approximate weight at the time of essure placement was 130. In (B)(6) 2007, she had miscarriage for that she undergone dnc (interpreted as d&c; dilation and curettage). In (B)(6) 2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possiblity of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: plaintiff name updated. Event: weight loss added. Event onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pain/ pain") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysphagia, multigravida, live birth in 2008, live birth on (B)(6)2011, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy. In (B)(6)2007.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. In (B)(6)2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6)2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6)2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6)2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6)2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possibility of crohns. They had well water . They would send for giardia culture. (B)(6)2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6)2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6)2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Concurrent conditions included chronic cervicitis and body mass index normal. Concomitant products included contraceptives nos from 2003 to 2007 for contraception. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain ("abdomen pain (constant)"), 1 day after insertion of essure. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation cycles/ heavy menstruations") and loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"). On (B)(6)2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6)2013, the patient experienced tooth disorder ("dental problems"). In (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstruation bleeding"), menstruation irregular ("irregular menstruations/ menstruation bleeding / irregular periods"), vaginal haemorrhage ("spotting"), nausea ("nausea") and vomiting ("vomiting") and was found to have weight decreased ("weight loss"). The patient was treated with fillings, crowns, extractions and surgery (undergo a hysterectomy to have the essure device removed. Transvaginal hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety, tooth disorder, weight decreased, vaginal haemorrhage, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Fear of losing spouse due to lack of intimacy. Current weight was 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2019: social media received: reporters were added. Events: vaginal hemorrhage, nausea and vomiting were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pain/ pain") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysphagia, multigravida, live birth in 2008, live birth on (B)(6) 2011, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included chronic cervicitis. Concomitant products included contraceptives nos from 2003 to 2007 for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced abdominal pain ("abdomen pain (constant)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstruation cycles/ heavy menstruations"), menstrual disorder ("menstruation bleeding"), loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"), menstruation irregular ("irregular menstruations"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (undergo a hysterectomy to have the essure device removed.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test . Her current weight was (B)(6) and approximate weight at the time of essure placement was (B)(6). In (B)(6) 2007, she had miscarriage for that she undergone dnc (interpreted as d&c; dilation and curettage). In (B)(6) 2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possiblity of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ severe pain/ pain') in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2008, dysphagia, multigravida, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy. In (B)(6) 2007.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. In (B)(6) 2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possiblity of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Concurrent conditions included chronic cervicitis and body mass index normal. Concomitant products included contraceptives from 2003 to 2007 for contraception as well as antibiotics, budesonide;formoterol fumarate (symbicort), salbutamol, tramadol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdomen pain (constant)"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation cycles/ heavy menstruations") and loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced genital haemorrhage ("bleeding"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstruation bleeding"), menstruation irregular ("irregular menstruations/ menstruation bleeding / irregular periods"), vaginal haemorrhage ("spotting"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("sex was painful"), vitamin d deficiency ("vitamin d deficincy") and mouth cyst ("cyst located one of the middle of my bottom gum lime/lip are") and was found to have weight decreased ("weight loss"). The patient was treated with fillings, crowns, extractions and surgery (on (B)(6) 2014 undergo a hysterectomy to have the essure device removed. Transvaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety, tooth disorder, weight decreased, vaginal haemorrhage, nausea, vomiting, dyspareunia, vitamin d deficiency and mouth cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, mouth cyst, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vitamin d deficiency, vomiting and weight decreased to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Fear of losing spouse due to lack of intimacy. Current weight was 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test. Lot number: 919037 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added.event added as cyst located one of the middle of my bottom gum lime/lip are. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ severe pain/ pain') in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2008, dysphagia, multigravida, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy. In sep-2007.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. In apr-2012, she had led (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possibility of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Concurrent conditions included chronic cervicitis and body mass index normal. Concomitant products included contraceptives from 2003 to 2007 for contraception as well as antibiotics, budesonide;formoterol fumarate (symbicort), salbutamol, tramadol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdomen pain (constant)"), 1 day after insertion of essure. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation cycles/ heavy menstruations") and loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In february 2013, the patient experienced tooth disorder ("dental problems"). In october 2014, the patient experienced genital haemorrhage ("bleeding"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstruation bleeding"), menstruation irregular ("irregular menstruations/ menstruation bleeding / irregular periods"), vaginal haemorrhage ("spotting"), nausea ("nausea"), vomiting ("vomiting") and dyspareunia ("sex was painful") and was found to have weight decreased ("weight loss"). The patient was treated with fillings, crowns, extractions and surgery (undergo a hysterectomy to have the essure device removed. Transvaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety, tooth disorder, weight decreased, vaginal haemorrhage, nausea, vomiting and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Fear of losing spouse due to lack of intimacy. Current weight was 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Events: sex was painful was newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ severe pain/ pain') in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2008, dysphagia, multigravida, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy. In (B)(6) 2007.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. In (B)(6) 2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possiblity of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Concurrent conditions included chronic cervicitis and body mass index normal. Concomitant products included contraceptives from 2003 to 2007 for contraception as well as antibiotics, budesonide;formoterol fumarate (symbicort), salbutamol, tramadol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdomen pain (constant)"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation cycles/ heavy menstruations") and loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced genital haemorrhage ("bleeding"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstruation bleeding"), menstruation irregular ("irregular menstruations/ menstruation bleeding / irregular periods"), vaginal haemorrhage ("spotting"), nausea ("nausea"), vomiting ("vomiting") and dyspareunia ("sex was painful") and was found to have weight decreased ("weight loss"). The patient was treated with fillings, crowns, extractions and surgery (undergo a hysterectomy to have the essure device removed. Transvaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety, tooth disorder, weight decreased, vaginal haemorrhage, nausea, vomiting and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Fear of losing spouse due to lack of intimacy. Current weight was 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test. Lot number: 919037, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ severe pain/ pain') in a 26-year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2008, dysphagia, multigravida, miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy. In (B)(6) 2007.), back pain and cervical dysplasia. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. In (B)(6) 2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. On (B)(6) 2012, preoperative diagnoses/ postoperative diagnoses revealed permanent sterilization, cervical dysplasia. Procedure: hysteroscopy, essure sterilization with leep conization. Findings: eight week size uterus with bilateral ostia visualized; coils applied, three to four coils in each ostium. Leep con obtained. Surgery: the hysteroscope to the level of the ostia. The right opening of the ostia was identified first. The guide was introduced with the device into the ostia and up to the block marker, then pulled out after releasing the device. The coils as above were noted into the uterine cavity. The same procedure was repeated on the left side with no difficulty. At the end of the procedure pictures were taken. There was no evidence of active bleeding. On (B)(6) 2012, leep revealed dysplasia. Patient had hsg in three months. On (B)(6) 2012, hsg revealed post tubal ligation hysterosalpingogram was performed. Five images were obtained. The uterine cavity was unremarkable. No evidence of any free spillage was identified. (B)(6) 2014, CT scan revealed some inflammatory changes and some narrowing in the small bowel. They felt it was either infectious or inflammatory etiology. Possiblity of crohns. They had well water . They would send for giardia culture. (B)(6) 2014, a: metrorrhagia, rule out anemia. P: iron level, cbc, cmp, lipid, tsh. (B)(6) 2014, gynecologic ultrasound revealed essure noted bilateral. (B)(6) 2014, pathology report. Cervix- mild chronic cervicitis. Endometrium: inactive endometrium with secretory glandular changes and focal surface breakdown. Myometrium: no diagnostic abnormality. Concurrent conditions included chronic cervicitis and body mass index normal. Concomitant products included contraceptives from 2003 to 2007 for contraception as well as antibiotics, budesonide;formoterol fumarate (symbicort), salbutamol, tramadol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdomen pain (constant)"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation cycles/ heavy menstruations") and loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced genital haemorrhage ("bleeding"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstruation bleeding"), menstruation irregular ("irregular menstruations/ menstruation bleeding / irregular periods"), vaginal haemorrhage ("spotting"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("sex was painful") and vitamin d deficiency ("vitamin d deficincy") and was found to have weight decreased ("weight loss"). The patient was treated with fillings, crowns, extractions and surgery (on (B)(6) 2014 undergo a hysterectomy to have the essure device removed. Transvaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression, anxiety, tooth disorder, weight decreased, vaginal haemorrhage, nausea, vomiting, dyspareunia and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vitamin d deficiency, vomiting and weight decreased to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Fear of losing spouse due to lack of intimacy. Current weight was 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test. Lot number: 919037 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event vitamin d low added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pain/ pain") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysphagia, multigravida, live birth in (B)(6), live birth on (B)(6), miscarriage (one still born due to chromosomal abnormalities, blood clots during pregnancy.) And back pain. She did not claim that she was allergic to nickel or any other component of essure and neither claim she had experienced a hypersensitivity reaction to nickel or any other component of essure. Concomitant products included contraceptives nos in 2003 for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced abdominal pain ("abdomen pain (constant)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ severe cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstruation cycles/ heavy menstruations"), menstrual disorder ("menstruation bleeding"), loss of libido ("loss of sexual desire/ fear of losing spouse due to lack of intimacy"), menstruation irregular ("irregular menstruations"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (undergo a hysterectomy to have the essure device removed.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, menstrual disorder, menstruation irregular and abdominal pain had resolved and the dysmenorrhoea, loss of libido, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: as a result of plaintiff's severe pain, cramping and heavy bleeding, plaintiff sought to have her essure removed. Plaintiff's had no choice to undergo a hysterectomy to have the essure device removed. She had ultra sound, vaginal exam for menstruation bleeding. In 2014, she reported that bleeding, pain but did not recall months. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test. Her current weight was (B)(6) and approximate weight at the time of essure placement was (B)(6). In (B)(6) 2007, she had miscarriage for that she undergone dnc (interpreted as d&c; dilation and curettage). In (B)(6) 2012, she had leed (interpreted as leep; loop electrosurgical excision procedure) due to cervical dysphagia. Most recent follow-up information incorporated above includes: on 11-jan-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data were added. Updated suspect drug inaction and added lot no as 919037. In 2010, she had back pain. On (B)(6) 2012, she had abdomen pain (constant). On an unknown date, she had heavy menstruation cycles, menstruation bleeding, loss of sexual desire/ fear of losing spouse due to lack of intimacy, irregular menstruations. Updated events and outcome. In (B)(6) 2014, she had removed essure device. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.